Event description:
Customer's mother reported via phone call that they are unable to complete the insulin pump upload. The customer was advised to restart the computer and upload again. Upload stopped again at 32 percent. Blood glucose value was 78 mg/dl. The insulin pump was replaced and agreed to return the product for analysis.

Manufacturer narrative:
It was unable to complete the carelink upload due to multiple displayable history check failed on startup alarms noted in the history screen. The alarms were due to corrupted history file. Device was received with minor scratches on lcd window, cracked case at display window corners, belt clip slot and battery tube threads.